Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 01 occurred during the bolus deliveries. The customer's blood glucose level was 322 mg/dl. Additionally, it was reported that an occlusion alarm occurred. During troubleshooting, a new cartridge was loaded, and the pump performed as intended. Customer successfully resumed insulin deliveries after troubleshooting.